Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received multiple external ram error alarm and unexpected restart alarm. The customer reported that the insulin pump countdown and the time and date would reset. The customer also reported that the insulin pump went black while resetting the time. The customer stated that the unexpected restart alarm occurred after changing the battery. The customer's blood glucose was unknown at the time of incident. The customer declined to troubleshoot. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.